Manufacturer narrative:
Evaluation result: brake adjuster, brake cam.

Event description:
It was reported by service report that the brakes were not operating to specification. It is unknown if there was patient involvement or if there were adverse consequences to report.